Manufacturer narrative:
Other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to a backup pump to resume insulin therapy. Customer¿s blood glucose level was 125 mg/dl.